Event description:
A compliant was reported by the customer that the unit stopped working and that blood was detected. This complaint was documented on (B)(4) and is reportable via an alternative summary report. The unit was switched out for a second pump. During a good faith effort follow-up; the customer informed maquet that the pt died later on the second pump.

Manufacturer narrative:
No info is currently available for the pump on which the event occurred. A supplemental will be submitted when more info is available. (B)(4).